Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to post-sensed t-wave oversensing. The device will be scheduled for replacement due to eri.